Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 1 of 2 reports (3007042319-2015-01307 and 3007042319-2015-01308) submitted for devices related to the same patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take this is one of two reports (3007042319-2015-01307 and 3007042319-2015-01308) submitted for devices related to the same event. The device remains implanted

Event description:
It was reported by the ventricular assist device (vad) coordinator that while still in the hospital nine days post vad implantation the patient had a high watt and electrical fault alarm. The vad coordinator changed the controller. Based on a review of the log files by the manufacture's clinical engineer, that showed normal power consumption and confirmed the electrical faults, a driveline cleaning was advised. The site indicated that there were no further alarms since the controller exchange and they were unable to illicit an alarm with driveline manipulation. With inspection of the driveline by the manufacturer's clinical engineer no cloudy wires were noted. Electrical faults were reproducible upon manipulation. Blood was noted on the back nut of the connector. A driveline cleaning was performed per manufacturer's procedure. The patient was prepped with an intravenous bolus of heparin 1000 units. Cream colored substance was noted and two pins were blackened. Two rounds of cleaning were performed with approximately one minute of pump-off time for each cleaning for a total pump-off time of two minutes. There were no reported effects on the patient. This is report 1 of 2.